Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on the patient, the arterial catheter guidewire was observed to be bent. The device was not used. There was no patient involvement and no adverse patient impact or injury associated with this event.